Manufacturer narrative:
Results: the lantern was bent in multiple locations along its length. The lantern was kinked approximately 3.0 and 106.0 cm from the proximal hub. The lantern was ovalized from approximately 108.0 cm from the proximal hub to the distal tip. Conclusions: evaluation of the returned device revealed the podj was damaged and unraveled due to a fractured stretch resistant (sr) wire. This type of damage may result due to forceful retraction of the embolization coil against resistance. The ovalizations found in the lantern may have contributed to the podj coil becoming stuck. Ovalization of the lantern may result from forceful manipulation of the lantern during use. Further evaluation revealed that the lantern was kinked and bent. These damages were likely incidental and may have occurred during packaging for return to penumbra. The podj pusher assembly was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-00338.

Event description:
The patient was undergoing a coil embolization procedure in the varices using pod packing coils (podj coils) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully deployed and detached one pod coil and one podj coil into the patient using the lantern. While the physician was attempting to advance a new podj coil through the same lantern, the coil became stuck inside the lantern. Subsequently, the podj coil "broke" and the inner wire was hanging out of the proximal end of the lantern. Therefore, the physician successfully removed the lantern with the podj coil inside and considered the procedure completed at this point. It should be noted that there was no report of a deficiency against the lantern. Additionally, there was no report of an adverse effect to the patient.